Event description:
The complainant alleged during an attempt to defibrillate a pt (age and gender unk), the device failed to discharge. The complainant indicated that the clinician was able to obtain another device to defibrillate the pt. The complainant did not indicate there was an adverse effect to the pt as a result of the reported malfunction.